Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was not moving. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/20/2015 with the following findings:a review of the black box showed multiple occlusions had occurred. During the load step, the piston stopped at 206units. The pump was primed with no cartridge and an occlusion alarm occurred. The force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.